Event description:
Attorney alleges plaintiff was diagnosed with a non-specific autoimmune condition, multiple physical symptoms including breast pain and hardness and has developed siliconomas, anxiety, stress, pain and suffering.